Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while performing cannulation using a bd neoflon¿ IV cannula, the ¿outer plastic casing broke.¿ there was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one actual sample was returned for the investigation of this complaint. Visual inspection was performed on the catheter and there was a tear observed on the catheter tip. A device history record review showed no non-conformance associated with this issue during the production of this batch. Investigation conclusion: the tear on the catheter could be cause by the effect of catheter peelback. The probable root cause could be due to the tubing material. CAPA # (B)(4) was issued to review the tubing material.